Event description:
It was reported that a physician's handheld was stuck at the align screen. Troubleshooting was performed by a manufacturer representative. It was reported that a hard reset did not resolve the issue. No patients were affected by this. A new handheld was provided to the site and the handheld was returned to device manufacturer for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the handheld and flashcard were completed on (B)(4) 2013. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld and the reported allegation was verified. During the analysis it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified during the analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.